Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced partial exposure of the mesh which required partial excision on an unknown date. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.